Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed there was no more insulin remaining in the cartridge; however, the customer was able to withdraw 100 units of insulin from the cartridge. Tandem technical support was unable to perform troubleshooting as the event had occurred in the past. At the time of the reported event, the pump was performing as intended. There was no impact to the customer's blood glucose level.